Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system alarm. It was also reported that the insulin squirted out during manual prime and drive support cap was sticking out. The customer¿s blood glucose was unknown. The customer stated that they did not received second series of beeps nor did number's appear on screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor alarm during the basic occlusion test due to loose and protruded drive support disk. The insulin pump passed the displacement test. Unable to perform the prime, compromised force sensor test, occlusion test and no delivery test due to compromised force sensor alarm.